Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the ip broke off upon tightening of screw. The tip remains in the screw head flush and would be impossible to remove.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visual examined. Photographic images made. Complaint reviewed and analysis showed no trend for 5362000110 lot no: 705446. Device history record reviewed. Evidence that product in specification when used; undetermined.